Event description:
The reporter indicated, the surgeon attempted to insert a 12.6mm micl12.6 implantable collamer lens and the lens tore. There was patient contact but no injury. The backup lens was implanted.

Manufacturer narrative:
(B)(4). Eval: method - lens work order search. Results, a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn). Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).